Event description:
The same barcode was read as three different patients. The field service representative found that the instrument and barcode reader were functioning within specification. The misreads were found to be caused by poorly printed barcode labels.